Manufacturer narrative:
Based upon the clinical evaluation, the reported type iiia endoleak as well as a type iiib endoleak was confirmed. Suboptimal imaging studies available for this review and no medical documentation. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant CT scan. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. The cuff being two sizes larger than the main body would be expected to affect device performance. Calcification at the aortic neck is a situation that the IFU cautions against, and, therefore, may have contributed to the endoleaks.

Event description:
It was reported that 14 months post implant of a bifurcated device and a suprarenal aortic extension the patient developed an endoleak. The physician implanted an infrarenal aortic extension and another suprarenal aortic extension to correct the endoleak. The patient was reported to be in good condition both during and after the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.